Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the monitors on the system were both flashing and the system failed to boot to a usable state. No pt serious injury or death was reported related to this event.